Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, at some time after taking insulin, the patient experienced a hypoglycemic episode. He became unconscious, fell, hit his head on the floor, and was unable to get up. He did not sustain any injuries from the fall. His wife was with him and checked his glucose values after the fall; the cgm was showing 97 mg/dl but the bg was 42 mg/dl. The patient¿s wife did not provide him any treatment and took him to the emergency room (ER). There, he was given apple sauce, orange juice, and graham crackers. He was discharged from the ER after 24 hours and at the time of the report he was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).